Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Stryker orthopaedics is a distributor of this device, which is manufactured by aap. The manufacturer has responsibility for regulatory decisions and MDR/mdv reporting. Supplier has been notified. Serious injury reports for hv products are also filed to the FDA via stryker personnel.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2017 the patient underwent a right sided total knee arthroplasty using simplex hv bone cement with gentamicin and triathlon knee system. It is further alleged that on (B)(6) 2020 she had to undergo a revision surgery due to mechanical loosening.